Manufacturer narrative:
The investigation determined that lower than expected tsh quality control results were obtained using vitros quality control fluids in combination with a vitros 5600 integrated system. A definitive assignable cause was not determined. The issue is not likely attributed to calibration as lower than expected results were seen across multiple calibrations. There is no indication that the vitros 5600 integrated system malfunctioned, however, the customer is not performing the weekly maintenance to the required level and therefore an instrument maintenance issue cannot be completely ruled out. A definitive assignable cause was not determined.

Event description:
The customer observed lower than expected vitros tsh results obtained from vitros ttc quality control fluids lot 0690 processed on a vitros 5600 integrated system. Ttc l2 lot 0690 vitros tsh result of 1.31 ng/ml versus the peer group mean of 2.77 ng/ml. Ttc l3 lot 0690 vitros tsh result of 17.4 ng/ml versus the peer group mean of 24.2 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if it were to occur undetected with patient samples. Ortho has not been made aware of any erroneous vitros tsh patient results obtained or reported from the laboratory over the time frame of the event, however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).